Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/30/2020. Additional information was requested and the following was obtained: the event occurred on (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/13/2020 additional information: d10, h6. A manufacturing record evaluation was performed for the finished device qbmbpe batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported that the suture is breaking from needle. An opened box with thirty-one unopened samples of product code y303h, lot # qbmbpe were received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Device status. When the event occurred.

Event description:
It was reported that a patient underwent an unknown procedure and suture was used. During the procedure, the suture was breaking from needle. There were no adverse patient consequences reported. No additional information was provided.